Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a small bore sheath hole prior to a triclip interventional procedure. Reportedly, the physician was unable to lower the footplate and retract the second prostyle device from the anatomy. The physician attempted to open and close the footplate several times but the device remained stuck. The physician attempted to dismantle the device while in the patient, but a sheath break occurred and the sheath remained in the patient. Manual compression was applied and hemostasis was achieved. Contralateral access was performed and a snare was used to remove the distal sheath. The triclip procedure was completed via contralateral access and the new access site was closed via two new prostyle devices without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close and material separation were confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatments appear to be related to circumstances of the procedure. In this case, it is likely the foot caught tissue when closing. Biological material was found on the foot. When this occurs, the foot can surf distally and lock in an open position or surf out of the guide. In both cases the foot will not reset or close causing a difficult to open or close and entrapment. The material separation likely occurred per the reported, "the physician attempted to dismantle the device while in the patient, but a sheath break occurred." Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.